Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the monopolar curved scissors instrument tip was defective and was not holding the scissors correctly. The instrument broke intra-op outside of the patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The single-port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 0.82mm x 1.61mm in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The broken piece was not returned with the instrument. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.